Manufacturer narrative:
The event log analysis was performed and reviewed for march 3, 2021 between 12:50am and 3:00am and has shown that the pump performed as it was programmed. Cannot confirm the customers complaint that the pump infused drug at the wrong rate. Drug being delivered: propofol, 10 mg / 100 ml = 0.1 mg/ml = 10 ml/mg patient weight: 86.2 kg dose: 15 mcg/kg/min duration: (2:08:05 ¿ 2:01:07) = 0:06:58 = 6.967 min vtbi: 90 ml rate (planned): (15 mcg/kg/min) x (86.2 kg) = (1293 mcg/min) x (0.001 mg/mcg) = (1.293 mg/min) x ( 10 ml/mg) = (12.93 ml/min) x (60 min/hr) = 775.8 ml/hr ¿ 776 ml/hr (776 ml/hr) x (1 hr/60 min) = (12.93 ml/min) x (6.967 min) = 90.1 ml vi ¿ 90 ml vtbi. The pump passed self-test and the alarm log was downloaded. Customer complaint couldn't be verified and found no issues with the device. Probable cause is no problem found.

Manufacturer narrative:
The device has been received. Investigation in not yet complete.

Event description:
The event occurred between 00:50 am ¿ 03:00 am and involved a plum a+ pump that ran at the wrong rate/dose. The customer reported they did two pm¿s (preventative maintenance) on the pump, the pump tested fine. There was patient involvement and no harm.